Event description:
It was reported that an alarm 2 was followed by alarm 26 two days ago, along with multiple previous occlusion events. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy. Additional assistance was not necessary, and the case was closed by technical support.